Event description:
It was reported by the sales representative, that the patient has ms and flares up while using her bhs unit. The patient's doctor was contacted about this issue and the doctor chose to switch the patient to an orthopak unit. No additional patient consequences have been reported. The sfxl coil was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has ms and flares up while using her bhs device. The patient's doctor was contacted about this issue and the doctor chose to switch the patient to an orthopak device. The replacement orthopak unit t38559 was given to the patient by the sales representative out of his inventory on hand. No additional patient consequences have been reported.